Manufacturer narrative:
It was discovered on october 8, 2019 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3008344661-2019-00118 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. H3 other text: refer to h10.

Manufacturer narrative:
Patient information: all available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 9c94 that has a similar product distributed in the us, list number 4p54. Refer to related manufacturer report number 3005094123-2019-00236 for the device evaluation of the architect hbsag assay.

Event description:
The customer reported a (B)(6) architect hbsag and hbsag confirmatory (B)(6) result. The sample generated (B)(6) on the hbsag assay and hbsag confirmatory (B)(6). The sample generated (B)(6) results on the espline assay. No impact to patient management was reported.